Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. He manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6). It was reported that restenosis occurred. In (B)(6) 2013, the patient¿s qualifying condition was stable angina and was referred for elective cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion was located in first diagonal with 70% stenosis and was 3mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 3.00x12mm study stent. Following post-dilatation residual stenosis was 0%. One day post procedure, the patient was discharge on dual antiplatelet therapy. In (B)(6) 2016, it was reported that the study stent was 100% stenosed. No treatment was done in response to the 100% stenosis.